Event description:
In 2008, boston scientific was informed that during a procedure, the resolution clip device clip fell off the catheter inside the pt. It is "believed that the clip was not retrieved". The procedure was completed with another of the same device. Pt is "stable".